Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the airway mobilescope would not power up. The batteries were replaced, however, the screen remained black. The issue occurred during inspection for use. There were no reports of patient harm.